Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that replacement of the desktop charger resolved the loss of stimulation, but the patient was still having pain. There were no reported complications and no further complications were expected.

Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for non-malignant pain. It was reported that the patient started charging the ins on saturday and the recharger (insr) then beeped and shut off. She plugged the insr in the wall and noticed it was not taking a charge. Then she noticed the connector pin was bent. They stated their ins was dead. Normally the charge lasted 2 days. Since saturday, she had felt no stimulation and had been miserable/in pain. The patient noted that the therapy helped and normally gave her tremendous pain relief. No out of box failure was reported. No further allegations/complications were reported.